Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose levels of over 500 mg/dl due to kinked infusion set cannula. The customer was vomiting. They needed assistance delivering 10 units of insulin. Assistance was provided and insulin was delivered successfully. The customer stated that they were with their spouse and were felling better and would call back in need be. Nothing further was reported.